Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. A DHR review cannot be completed as lot information was not provided. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect); - air bubbles in reaction chamber (design defect); - assay contamination/degradation (process failure); - improper storage/handling (use error). Based on the information above, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point.

Event description:
Customer on 02/23/2024 on a walgreens review, reported that a false positive result for covid-19 in a covid & flu test kit. No more information could be collected apart from the customer's name, as reviews provided limited information. Before starting, were the instructions read? Y/n. Did not reply. May I have your lot and test kit #? Lot #: dnr. Test kit #: dnr. Location of testing? Indoor/outdoor did not reply. Was the test completed on a flat surface? Y/n. Did not reply. Was the swab rotated 5 times in each nostril? Y/n. Did not reply. Were you 6 feet from another person when taking the test? Did not reply. Were you exposed to covid with in the previous 24 hours of testing? Did not reply. Was the vial liquid purple in color? Y/n. Did not reply. Was the test moved while it was running? Y/n. Did not reply. How soon after the initial positive test was a retest(s) completed? Did not reply. What test did you use to confirm the false positive? Dnr. How many total tests were run before getting this false positive? Dnr. Did the person tested, contact a healthcare provider? Y/n. Dnr. If yes, how is the person tested doing? Is the person tested undergoing any treatment? - dnr. Is your kit covid/ flu or covid 19? Covid flu. Please provide the status of each led status? (Only for covid/ flu kits) covid led status: positive::on. Flu a led status: did not reply. Flu b led status: did not reply.